Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the metal broke down in my system') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube cyst ("numerous cysts on my fallopian tubes") and was found to have uterine neoplasm ("tumor in my uterus"). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, uterine neoplasm and fallopian tube cyst outcome was unknown. The reporter considered device breakage, fallopian tube cyst and uterine neoplasm to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-nov-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the metal broke down in my system') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube cyst ("numerous cysts on my fallopian tubes") and was found to have uterine neoplasm ("tumor in my uterus"). The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, uterine neoplasm and fallopian tube cyst outcome was unknown. The reporter considered device breakage, fallopian tube cyst and uterine neoplasm to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.